Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400-500 mg/dl. Customer's blood glucose value was 400-500 mg/dl. The customer treated with pump the high blood glucose. Customer states also stated about the site issue. Customer bumps, red, sore, puss, hard, in the abdomen area. Customer does clean site prior to set change. The product was not returned for analysis.